Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: fax number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, seroma-late.

Event description:
Healthcare professional reported " rippling on the surface, implant rupture, folds, fluid accumulation within the physiological range". This record is for the unknown side. The device has been explanted.